Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. There was no reported impact to the customer's blood glucose level. As the occlusions were not occurring at the time of the contact with tandem technical support, troubleshooting to determine a possible cause of the occlusions was not performed.